Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, patient underwent an open reduction internal fixation (orif) of right femur with angle blade plates. During the procedure, two (2) cannulated chisels for adult angled blade plates were bent. Surgery was delayed for about five (5) minutes. Procedure was successfully completed. Patient status unknown. This report is for one (1) cannulated chisel for adult angled blade plates 320mm. This is report 2 of 2 for complaint (B)(4).